Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards china affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 valve, the patient experienced hypotension while crossing the s3 valve into the patient's native annulus. The valve was removed, but the patient's blood pressure did not recovery. A review of angiography and heart echo showed severe regurgitation with no pericardial effusion. Due to the severe regurgitation and hypotension, the team reinserted the valve and deployed the valve under cardiopulmonary resuscitation (CPR), which resolved the regurgitation, but the patient's hemodynamics did not recover. The patient was placed on cardiopulmonary bypass and a sternotomy was performed. The patient's blood pressure recovered immediately. The open chest surgery showed apical bleeding due to a wire perforation. The perforation was repaired, and the patient was weaned off of mechanical support. The patient was transferred to ICU for monitoring, button post operative day 6, the patient passed away.